Event description:
It was reported that during a treatment procedure to place a greenfield filter, the filter prematurely deployed. The physician was advancing the filter when it deployed prematurely in the right iliac vein. The filter remains in the right iliac vein and is securely implanted. A second greenfield filter was successfully placed. The procedure was considered successful. The pt is reported as 'ok' following the procedure.